Event description:
The customer reported the system made a loud bang noise and it would no longer x-ray. The customer rebooted the system and functionality was restored. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced, the beam was aligned, and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.